Event description:
The customer reported that the insulin pump had a full segment display and the device was exposed to water. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen and a full segment display as a result of a faulty interface board. Problem isolated to the board.